Event description:
It was reported that a dexcom g6 continuous glucose monitoring sensor stopped communicating with the ilet, and the user was guided to switch the pump cgm setting between g6 and g7 and re-enter the sensor pairing code, after which the pump entered pairing mode with the sensor. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included successful re-initiation of pairing and user education on the sensor pairing period. Investigation included troubleshooting of device settings, confirmation of pairing status, and user instruction. Investigation of this case revealed loss of communication between the ilet and the cgm transmitter that resolved after reconfiguration and re-pairing, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or temporary communication interruption.